Event description:
It was reported that a user¿s ilet displayed a ¿dosing stops soon¿ message for several hours while connected to a dexcom g7, with multiple sensor reconnecting alerts and subsequent pump restart and monitoring guidance provided. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included no impact on blood glucose control requiring medical care and no hospitalization. Investigation included customer service troubleshooting with alarm review, power cycling of the pump, and education to wait for either resumed readings or a sensor failure alert with instruction to replace the sensor if readings did not return. Investigation of this case revealed a loss of cgm signal continuity that interrupted automated dosing decisions, consistent with a communication or connectivity issue between the cgm and the pump rather than a dosing malfunction, and the device hardware was not reported to be defective. It was concluded, based on previously established findings for similar reports, that the cause was cgm signal loss or intermittent connectivity leading to a precautionary dosing stop state.